Event description:
On the event date, the pt's nurse practitioner called to report that the pt noticed condensation in the cartridge compartment. The caller stated that the cartridge compartment did not smell like insulin. The infusion device has not been exposed to moisture and no insulin has been spilled in the cartridge compartment. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No physiological effects were reported. Product was replaced and requested to be returned for eval.